Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and the leads were replaced. No device malfunction was suspected with the explanted devices. The patient was doing well post operatively. The explanted device was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing charging issues. The patient will undergo an ipg and lead replacement procedure.

Event description:
A report was received that the patient was experiencing charging issues. The patient will undergo an ipg and lead replacement procedure.